Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore the event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: avoid lateral stresses to the instrument or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not exceed five (5) procedures per limited reuse suture hook. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor reported on behalf of the customer that the device, c6361 spectrum ii suture hook, 45 degree left was being used on (B)(6) 2022 and ¿the device broke during surgery.¿. There was no impact or injury to the patient. There was no report of medical/surgical intervention or prolonged hospitalization. The procedure was completed with an alternate same device and there was no delay to the procedure. After further assessment it was found the device did fragment and fall into the patient. The fragment was retrieved with a grasper. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.